Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole/tear in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was a 4.2fr broviac catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed on the catheter tubing 5mm from the clamping oversleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) ¿ the catheter material was visibly lighter in color at the fracture site an occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. These features are characteristically found due to the sudden ballooning and fracture of the catheter tubing. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported by the facility that a repair was made in the emergency department for the patient. There was a hole/tear found in the broviac approximately 0.5 cm from the protective clamping sleeve. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huav0281 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that a repair was made in the emergency department for the patient. There was a hole/tear found in the broviac approximately 0.5 cm from the protective clamping sleeve. No patient injury was reported.